Event description:
It was reported that the user experienced a low blood glucose event after dosing for breakfast and then not eating due to being sidetracked, consistent with an accit was reported that the user experienced a low blood glucose event after dosing for breakfast and then not eating due to being sidetracked, consistent with an accidental meal announcement and inappropriate treatment timing rather than a device malfunction. Symptoms included shakiness and weakness associated with hypoglycemia, with a lowest recorded glucose of 45 mg/dl. Outcomes included recovery after oral carbohydrate intake with fruit punch and no hospitalization. Investigation included customer care troubleshooting and user education regarding appropriate meal announcements and prompt carbohydrate intake after dosing. Investigation of this case revealed user-related factors as the cause, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to dosing without subsequent meal consumption.idental meal announcement and inappropriate treatment timing rather than a device malfunction. Symptoms included shakiness and weakness associated with hypoglycemia, with a lowest recorded glucose of 45 mg/dl. Outcomes included recovery after oral carbohydrate intake with fruit punch and no hospitalization. Investigation included customer care troubleshooting and user education regarding appropriate meal announcements and prompt carbohydrate intake after dosing. Investigation of this case revealed user-related factors as the cause, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to dosing without subsequent meal consumption.